Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 28.0, 54.0, 62.0, and 87.0 cm from the proximal end. The embolization coil was intact with its pusher assembly. The introducer sheath was stretched and compressed on the proximal end of the pusher assembly. Conclusions: evaluation of the returned pod coil revealed that the introducer sheath was stretched and compressed. If the pod coil is forcefully mishandled during use, damage such as this may occur. During the functional test, the returned damaged introducer sheath was removed. The pod coil was then re-sheathed with a demonstration introducer sheath without an issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a pod coil. During the procedure, the physician was unable to re-sheath a pod coil and therefore, it was removed. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect on the patient.